Manufacturer narrative:
On the (B)(6) 2018 an increased shock impedance with values >150 ohms was reported. The provided additional data from the (B)(6) was inspected. The shock impedance trend curve for the period from (B)(6) 2017 to (B)(6) 2018 demonstrated a relatively high curve progression around 120 ohms with multiple outliers to >150 ohms as reported in the updated event description. Iegms for an evaluation of the farfield channel were not available. Based on the provided information the root cause cannot be determined. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that 6 months after the implantation oversensing was seen via home monitoring on the right and left ventricular channels. Biotronik has no information in regards to a revision. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical devices are not available for analysis, therefore the devices could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the provided data. The manufacturing process for both leads was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed a stable shock impedance around 115 ohms between (B)(6) 2016 and (B)(6) 2017 with a subsequent sudden increase to >150 ohms. Afterwards the shock impedance measurements were again around 115 ohms until (B)(6) 2017. Furthermore the provided iegms demonstrated noise on the rv and on the lv channel, as reported in the complaint text. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the leads would be necessary for a root cause investigation. Should additional information or the devices become available for analysis, the investigation will be updated.